Event description:
A report was received that the patient was experiencing shocking sensation. Several contacts on the lead was producing high impedances. The patient informed that he had a bad motorcycle wreck two years ago which caused lead migration. It appeared that a lead was damaged

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that there was no confirmation that the lead was damaged. Every contact was marked with high impedances, and the patient did not feel stimulation from the lead. At this time, the patient has decided not to have a revision, and the physician reported that the patient was getting adequate pain relief. There is no further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation. Several contacts on the lead was producing high impedances. The patient informed that he had a bad motorcycle wreck two years ago which caused lead migration. It appeared that a lead was damaged.